Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was undergoing an ipg replacement procedure. During the procedure the patient has difficulty swallowing and aspirated fluid. The patient was admitted to the hospital and continued to have difficulty swallowing. Follow up revealed the patient's swallowing issues were pre-existing. The patient's swallowing issue has improved.